Event description:
The customer reported the device turns off for no reason, power supply defective. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery power but did not power on using ac power. A low battery alarm was emitted when the unit was powered on even with ac power connected. The device was able to obtain measurements with all the enabled parameters. Internal inspection found the system board u1 output voltage was unstable around 1.2vdc with ac power connected. Results in the unit to not power on or charge using ac power and can cause the unit to power off due to a low battery. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: b3. Date of event: updated from "1901" to "(B)(6)2021"

Event description:
The customer reported the device turns off for no reason, power supply defective. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device turns off for no reason, power supply defective. No patient impact or consequences were reported.